Event description:
It was reported via interdepartmental helpline solutions tracker that customer had two days of low blood glucose in the 50 mg/dl. Customer did not feel that low blood glucose was due to insulin pump and declined to be transferred to helpline.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.